Event description:
Complainant alleged that staff was monitoring a pt (age and gender unknown) in the dialysis unit, when the pt suddenly went into ventricular fibrillation. The staff attempted to defibrillate the pt, but the unit would not charge or discharge. The staff was able to obtain another brand name device (MFR unk) for defibrillation on the pt, but that device also failed to charge. The pt subsequently expired, but the complainant stated that the pt had an underlying cardiac condition, and that the pt outcome may have been the same, even without the alleged malfunctions.